Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the breakage of the camera cable and the failure of the ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor at all. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon might have occurred by destroying electronic circuit of ccd unit due to water invasion from the damaged part of the packing of the camera head. In addition, it was surmised that the damage of the packing might have occurred by reprocessing of the subject device with sharp objects such as tweezers, forceps, scalpels, etc. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information and corrections for d5 and g2. D5 - corrected to "health professional". G2 - checked "other" to add the country japan. Olympus will continue to monitor field performance for this device.